Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an occlusion while using the ilet that resolved only after changing the infusion set supplies, which led to a hyperglycemic event with blood glucose reaching 206 mg/dl and remaining elevated for approximately three hours before returning to range. Symptoms included hyperglycemia. Outcomes included temporary elevation in blood glucose without hospitalization. Investigation included troubleshooting and education with the user and collection of the reported lot number. Investigation of this case revealed that the occlusion was supply related and resolved with a supply change. It was concluded that the event was attributable to an infusion set occlusion that resulted in transient hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.